Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an increase in shock impedance measurements from 41 to 90 ohms. Monitoring was continued. Subsequent information was received that high out of range shock impedance measurements greater than 125 ohms was observed several years later. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains in service.